Manufacturer narrative:
(B)(4).

Event description:
Received information the manufacturer's representative was unable to adjust the patient's stimulation. The programmer displayed a "call your doctor" icon. An out of regulation condition. Limits were adjusted and the device reset, which took care of the problem. Impedances were normal. Additional information reported the patient had surgery with cautery the day before and the device was not turned off. That was most likely what put her device into the oor. Patient was doing fine.